Manufacturer narrative:
The device was not returned for analysis.

Event description:
The product distributor reported that the device was frayed and left strands behind in a patient wound during a surgical procedure at the user facility. The physician noticed and removed the strands. No medical intervention or adverse consequences occurred.